Manufacturer narrative:
The cot was examined and found to be performing to specification. The customer could not determine how many operators were present at the time of the incident. The operations manual requires that a minimum of two operators ensure the cot is stabilized throughout transport.

Event description:
It was reported by the service technician that while transporting a patient, the cot encountered a 5 inch deep divet in the road and reportedly tipped over. It was reported that the patient hit his head and passed away.